Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The blood glucose of the customer was 478 mg/dl. Customer stated that insulin pump alarmed as insulin flow blocked and buttons of the quick serter were difficult to be pressed. The customer did not provide information about symptoms and treatment. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.